Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose proglide instructions for use (IFU), states to not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery since this may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU violation contributed to the reported difficulties. The patient effect of vascular injury (tissue damage) is listed in the IFU as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). It was reported that the device is being retained by the account. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified proximal superficial femoral artery was attempted using a proglide device via a 6f sheath after a stented popliteal artery interventional procedure. The device was advanced antigrade stick instead of retrograde stick. Reportedly, the lever could be lifted and closed easily but the device could not be removed. The device was taken apart while in the patient in order to try to see what the issue was; however, the patient was transferred from the outpatient facility to a hospital to have the device removed via a cut down. There was reported tissue damage, which was treated via surgical suturing. When the device was removed successfully from the anatomy, it was observed the feet of the device were not retracted. Hemostasis was achieved via surgical suturing. There was no patient sequela; however, there was reported clinically significant delay in the procedure or therapy. No additional information was provided.